Event description:
According to the information received the device was removed due to a malfunction. Additional information received from the physician indicated that the device was removed due to pain.